Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report.